Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranging from 20-30 mg/dl; cause was not known. Customer consumed carbohydrates to address bg. Tandem technical support reviewed pump logs and found that the customer entered in boluses to be delivered by units of insulin instead of based off carbohydrates consumed. In addition, customer did not enter in bg values when requesting boluses. Follow up attempts were made to confirm if how customer was requesting boluses contributed to the reported low bg levels, however, a response was not received. Recommendation was made to consult with a healthcare provider to discuss diabetes management.